Event description:
The ge oec 9800 fluorosciopy system had image quality issues, monitor blanking, and collimator close down that required re-booting to correct. No known pt negative effect.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a corrupt hard drive. The hard drive was removed and replaced, the software and calibration files were loaded. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.